Event description:
Medtronic received a report that pipeline flex stent failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 14.6 mm and a 12.2 mm neck diameter in the left internal carotid artery, ophthalmic segment. The landing zone was 4.2 mm distally and 3.8mm proximally. Dual antiplatelet treatment was administered. Angiographic result post procedure showed normal blood vessels and no damage. It was noted the patient's vessel tortuosity was minimal. It was reported that during the stent deployment process, the middle section of the pipeline flex could not be opened, and it still could not be opened after multiple pull-back operations and multiple retrieval and deployment operations. The pipeline was not positioned in a bend, less than 50% of the pipeline had been deployed when it failed to open, the pipeline was resheathed more than twice. No additional steps or other devices were used to open the pipeline. It was removed and resheathed with the microcatheter. The pipeline was used as indicated. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was not determined.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No other anomalies were observed. Testing/analysis: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.